Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing resulting in stored non-sustained ventricular tachycardia (nsvt) episodes. Additionally, there was low sensing and high pacing threshold measurements. Subsequently, this patient underwent a revision procedure and this lead was surgically cut and capped. During the revision it was discovered under fluoroscopy that the lead was damaged just distal of the distal coil. It was stated that the lead was fractured and had insulation damage. No adverse patient effects were reported. A new lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.